Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that pt had her vns therapy pulse generator replaced due to battery end of service. Generator was subsequently returned to manufacturer for product analysis. During analysis, the reported elective replacement indicator (eri) condition was not duplicated in the laboratory. The measured battery voltage was found to be above the 2.62v trip point for the eri. It was also discovered during the analysis that the capacitance values of the feed-thru capacitors of the generator were out of specification. The function of the feed-thru capacitors is for electro-magnetic interference protection and do not hinder the pulse generator's output or affect the battery.